Manufacturer narrative:
Device ro 09 004 was inspected for investigation purpose. The investigation results showed that the most probable root cause was an undetected head motion between registration and electrode placement. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that a post-operative discrepancy between planned trajectory and electrode final position was observed.